Manufacturer narrative:
(B)(4).

Event description:
Procedure type: left sigmoid colectomy according to the reporter: during the procedure, under visualization, the device did not work while making a transanal anastomosis with the colon, the rectum was perforated. Add'l tissue was lost as the anastomosis had to be performed again.